Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not assemble with the tibial tray. The surgeon attempted to insert the articular surface a few times and couldn¿t get it to seat. So, a new articular surface was opened and implanted with no problems. There is no additional information available.